Event description:
It was reported at the end of a four hour atrial fibrillation ablation procedure, the pt developed cardiac tamponade. A cool path duo ablation catheter was used to perform isolation of the right and left pulmonary veins and ablation of a roof and anterior line. The pt then developed hypotension and a x-ray confirmed cardiac tamponade. A few minutes prior to detection of the tamponade the non sjm generator displayed 60 watts although the power was set at 30w. A pericardiocentesis was performed and the pt stabilized.

Manufacturer narrative:
One cool path duo 7f catheter was received for eval. Visual inspection revealed no anomalies. Functional testing of the device confirmed the catheter passed continuity, resistance and EKG testing. Steering force to create a curve was within spec criteria. The catheter also successfully passed the pressure drop, flow rate and ablation simulation test. The thermal sys of the device was verified. Microscopic eval of the tip of the catheter revealed no anomalies. Review of the device history records confirmed the device met mfg requirements prior to shipment. The root cause classification is consistent with anticipated procedural complications as this event is a known physiological effect of the procedure and is noted within the IFU.